Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when addition reportable information becomes available. (B)(4).

Event description:
A customer reported the fusion and laser functions were disabled during a vitrectomy procedure. The case was completed after rebooting the system. There was no harm to the patient. Additional information has been requested.

Manufacturer narrative:
The customer called the company representative assist with troubleshooting. The customer was able to troubleshoot and resolved the problem reported. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on march 29, 2012. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. (B)(4).